Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage and/or wrongful death of the patient, including, but not limited to, pulmonary embolism (pe) and death. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered fatal injuries damages and untimely death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the filter subsequently malfunctioned and caused injury, damage, and/or wrongful death the patient, including, but not limited to: pulmonary embolism and death. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered fatal injuries damages and untimely death. As a further proximate cause, the patient's spouse has suffered and will continue to suffer the wrongful and premature death of her husband.

Manufacturer narrative:
As reported, a patient was implanted with the an optease inferior vena cava filter. The information provided indicated the patient experienced a post implant pulmonary embolus and subsequently died. According to the medical records the indication for the filter implant was pulmonary embolism and left leg deep vein thrombosis and failed anticoagulation. The filter was placed via the right femoral vein and deployed at the level of l3 under fluoroscopic guidance. The patient tolerated the procedure well with no complications. Approximately five years and three months post implant the patient died. According to the death certificate the immediate cause of death was cardiovascular and respiratory arrest, the underlying causes were listed as cardiogenic shock, massive pulmonary embolism, severe sepsis secondary to ascending cholangitis and disseminated intravascular coagulation as another contributing factor. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The information provided indicated that the patient died as a result of a post implant pulmonary embolism. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. According to the death certificate the immediate cause of death was cardiovascular and respiratory arrest, the underlying causes were listed as cardiogenic shock, massive pulmonary embolism, severe sepsis secondary to ascending cholangitis and disseminated intravascular coagulation as another contributing factor. Ascending cholangitis is the historical term for the condition currently referred to as acute cholangitis or simply as cholangitis. It is an infection of the biliary tree, most commonly caused by obstruction. In its less severe form, there is biliary obstruction with inflammation and bacterial seeding and growth in the biliary tree. It is estimated that 50% to 70% of these patients present with right upper quadrant pain, fever, and jaundice. In the more severe, life-threatening form, known as toxic cholangitis or cholangitis with sepsis, patients have purulent biliary tree contents, as well as evidence of sepsis, hypotension, multi-organ failure, and mental status changes. With the limited information provided it is not possible to determine a relationship between the reported events and the filter. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received and the patient's information, description of event, and device information was updated. Model#: 466f220b lot #: 15638012 per the death certificate, the cause of death was cardiovascular and respiratory arrest with underlying issues of cardiogenic shock, massive pulmonary embolism, severe sepsis secondary to ascending cholangitis and disseminated intravascular coagulation (dic). The date of death was (B)(6)2018. Per the medical records, medical history includes pulmonary embolism, left leg dvt (deep vein thrombosis) and failed anticoagulation. The optease retrievable filter was successfully deployed at the level of the l3. Per the patient profile form (ppf), the patient¿s spouse reports there was a pulmonary embolism with subsequent death. The spouse reports there was bodily injury and mental anguish from the reported events additional information is pending and will be submitted within 30 days upon receipt.